Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer.

Event description:
Patient has acl surgery (btb graft) on january 17. Calaxo screw has been used for tibial fixation. Patient had revision surgery about 6 months laterdue to problems on the tibial site. Calaxo screw was not present anymore, but only little pieces. No incident of infection was present. Email clarifies that the patient had some pain at the distal end of the tibial drill channel and no additional fixation was used after the calaxo was removed. The tunnel was 10mm in diameter and was prepared with a endoscopic drill. A starter was not used but a tap was.